Event description:
The surgeon was unable to retrieve the broken piece of tvfx wire. The patient continues to be monitored.

Event description:
An amplatzer septal occluder (aso) device was utilized to repair a septal defect utilizing an amplatzer delivery system (medwatch 2135147-2013-00008). The aso was explanted eleven days later after it embolized.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The aso was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed with the exception of unidentified foreign material within the endscrew; this material could not be excised from the end screw. The device was loaded into and deployed from the returned tvfx loader without any deformities. The device was returned within specifications.

Manufacturer narrative:
When our investigation is complete, a supplemental report will be provided.